Event description:
The customer reported to baxter (B)(4) of a interlink system basic solution set in which the nurses noticed that the soft tubing had cracked (cut) at the site where the blue rolling clamp was tightened. The leak occurred when the clamp was released. The event was reported to have occurred during infusion. A patient was involved. There was a chemo spill on the patient bed as a result of the incident, however, there was no patient injury or medical intervention required. To resolve the issue, the clamp was re-positioned further down the line; there have been no leaks since then. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Information erroneously omitted from the initial medwatch.